Event description:
It was reported that the physician's new tablet will not charge or power on. A company representative performed troubleshooting by using several different wall outlets; however, the tablet would still not power on. It was reported that the tablet was previously able to be powered on. A replacement tablet was provided and the non-functioning tablet was returned for analysis. The power cord was not returned with the tablet for analysis. Analysis of the tablet was completed on (B)(4) 2014. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The table was able to power on and boot to the vns software with no observed anomalies.

Event description:
Additional information was received stating that troubleshooting was performed with the power cord and the epileptologist¿s new tablet device. It was determined that the power cord was working.

Manufacturer narrative:
Device failure is suspected with the power cord, but did not cause or contribute to a death or serious injury.